Event description:
Doctor placed two implants on (B)(6) 2013. Locations for implants were site 3 and 5. The type of prothesis is a bridge. The implants were loaded on (B)(6) 2013. On (B)(6) 2018 patient reported to doctor there were mobility issues. Both implants were removed on (B)(6) 2018.